Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device wouldn't power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the analog pcb assembly caused the device not to power on. During troubleshooting however, the analog pcb assembly started to function properly. Further root cause could therefore not be determined. The device was out of warranty and the customer agreed to having physio dispose of the device for them.